Manufacturer narrative:
The device was received for evaluation. The visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional torque engagement test was performed to test the engage and disengage force required to open and close the twist sleeve and the results were acceptable; the device met specification.the reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was unable to close. It was further described as "the concave up and down section on the twisted clamp could not be fully matched". This was observed before attaching the device to a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.